Event description:
It was reported that heterotopic ossification was found postoperatively associated with a mobi-c implant. The patient is reported to have mild pain. There are no plans to revise at this time and no further surgical or patient information was provided.

Manufacturer narrative:
Correction was made in g4 notification date of complaint was changed from (B)(6) 2020. Additional information: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn unknown) for the failure of heterotopic ossifcation and pain post-op. Potential cause: root cause was unable to be determined. This event could possibly be attributed to removal of too much tissue prior to insertion of the implant. Complaint history: part number and lot number are unknown, so a complaint history search was unable to be performed. DHR review and related actions: lot number is unknown, so a DHR review and product hold/ recall search could not be performed. No actions required. This event is not related to any current actions. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that heterotopic ossification was found postoperatively associated with a mobi-c implant. The patient is reported to have mild pain. There are no plans to revise at this time and no further surgical or patient information was provided.